Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-03371. It was reported the patient underwent a trial procedure on (B)(6) 2016 and then on (B)(6) 2016 underwent surgical intervention where an ipg was implanted. The patient experienced pain at midnight and then approximately 45 minutes later on (B)(6) 2016 the patient was discovered expired. The physician does not suspect the death is related to the scs system or implant procedure. Toxicology report is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-03371. Follow up information identified there were no known comorbidities or extenuating circumstances that occurred during the trial or implant procedure that could have contributed to the death of the patient.